Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that partial lead was returned. The proximal insulation was abraded at 6.4 cm to 7.2 cm and fractured at 6.8 cm from the distal tip. The abrasion is consistent with that produced by friction to another implantable device.

Event description:
It was reported that the right ventricular lead exhibited high threshold and a decrease in impedance. The lead was explanted and replaced.